Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of hi results. Customer's wife states that her husband feels well and requires no medical attention. Customer's expected blood results are 200mg/dl fasting. Verified the strips expire 05/22/2018. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 470mg/dl and 478mg/dl fasting. Reviewed meter memory: (B)(6). No adverse event reported.